Event description:
It was reported the implantable neurostimulator was replaced due to normal battery depletion. A fall was reported. The patient had no injury and recovered without sequela from the revision procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748966, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type extension product ID 748966, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type extension product ID 3986a, serial# (B)(4), product type lead product ID 3986a, serial# (B)(4), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.